Event description:
It was reported the patient still had concerns regarding their device or therapy, but were working with their healthcare provider or manufacturer representative.

Event description:
It was reported the patient was sore. Decreasing from 1.9 v to 1.5 v did not resolve the issue. The patient was going to decrease to 1.3 v. Two weeks later, the patient had a loss of therapeutic effect. Their leaking returned three days after implant and got worse. Increasing to 1.8 v did not resolve the issue, but did cause some groin pain. The symptoms got worse following a yoga class, but the patient¿s healthcare provider did not think this was an issue. The patient¿s stimulation was turned off after going through a retail store¿s security gate. While on the call, the patient was able to change to program two. Stimulation was set at 1.0 v for comfort. The patient experienced pressure. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0m45j, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was still experiencing intermittent results. It would work find for three to four days and then she would notice a return of symptoms. Since her last call on (B)(6) 2015, she had x-rays on (B)(6) 2015 and was finally told everything looked fine by the registered nurse (rn) at the healthcare provider's (hcp) office. The patient had not been keeping track of her adjustments or if there was any pattern related to her activities, diet, etc. When she noticed a return of symptoms. When she received the "go ahead" to return to normal activity she resumed her yoga practice, which was two times a week, and that was when she noticed a return of symptoms immediately. She also went to a zumba class as well. The patient was on program 4, after already trying 1 through 3, and increased to 2.2 from 2.0 volts. The stimulation was on, but she accidentally turned it off, so turned it back on. The hcp had provided no guidance on making adjustments.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's stimulation location changed after a yoga class. Changing to program four did not resolve the issue. Stimulation was off. The patient was able to increase stimulation after turning the stimulator on.